Event description:
Pt received the product approx the first of july. She noticed high readings on the test strips, but her health did not indicate otherwise. Pt stated that she has been diabetic for approx 30 yrs, and did not feel the symptomology associated with those high readings. Pt called co and was sent a bottle of 50 test strips (lot f18099), and two vials of gluco-control agent, on 6th or 7th of july 1994. The products sent to her on the 6th or 7th of july 1994, also tested much higher than normal.